Event description:
Information was received from a patient representative (rep) via the patient receiving intrathecal baclofen via an implantable pump. It was reported that the patient had a history of a traumatic brain injury secondary to a motorcycle accident which occurred in (B)(6) 2019. In (B)(6) 2020, the patient underwent insertion of a syncromed pump and catheter with baclofen. The patient's baclofen pump was surgically implanted to manage chronic spasticity. He had been on a regular regimen of baclofen refills and was medically stable prior to the incident at issue. On (B)(6) 2023, the patient presented to the clinic for a scheduled outpatient appointment to refill his implanted medtronic synchromed intrathecal baclofen pump. The baclofen pump refill procedure was performed at the healthcare provider's clinic under his care and supervision. The hcp was responsible for ensuring the accuracy of the prescription, programming, documentation, and verification of the baclofen pump refill performed on (B)(6) 2023. It was stated that the hcp violated the standard of care by failing to conduct or document a required ¿time-out,¿ failing to record the pump¿s prescription data, and failing to ensure that the pump was refilled and programmed with the correct daily dose. As a result, the pump was incorrectly set at approximately 400 micrograms per day instead of the intended 200 micrograms per day, causing baclofen overdose and life-threatening complications. After returning home, the patient became lethargic and unresponsive, exhibiting classic signs of baclofen toxicity. On (B)(6) 2023, the patient's family called emergency medical services (ems). He was admitted to the hospital intensive care unit (ICU), where evaluation revealed hypercapnia, hypovolemia, and toxic encephalopathy due to baclofen overdose. On (B)(6) 2023, another hcp reprogrammed the pump to 200g/day for the indication of ¿baclofen overdose¿. On (B)(6), the patient suffered a seizure requiring ativan and long-term antiseizure therapy (keppra). Neurology confirmed the pump had been set at 400 mcg/day instead of 200 mcg/day. The patient remained hospitalized until (B)(6) 2023. The discharge summary listed ¿baclofen toxicity¿ as the principal diagnosis, with additional problems including acute toxic metabolic encephalopathy, seizure, and hypercapnia. As a result of the overdose, the patient now suffers from a permanent seizure disorder, neurological impairment, and reduced motor function. At no time did the hcp or staff disclose the error or provide timely post-procedure monitoring or guidance. As a direct and proximate result of the negligence, the patient suffered severe and permanent injury, pain and suffering, and loss of quality and enjoyment of life.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.